Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. The returned device will be investigated. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for the correction of a fractured bare metal stent, implanted in 2015 in the left superficial femoral artery (sfa), with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that after placement of a 0.018 guide wire, the stent did not deploy during the placement attempt. The vsx-device was removed through the sheath, as there was no device expansion and another vsx-device used and implanted successfully. There were no consequences for the patient and he is doing fine.

Manufacturer narrative:
The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates that the outer zipper was partially deployed, and there was some exposition of the distal shaft at the transition. During evaluation, a guidewire could not be passed from tip to hub past the transition, meeting an obstruction in the distal shaft. Deployment of the device could be continued with traction at the knob. The reported failure mode of a failure to deploy is not consistent with the findings of an ability to continue to deployment with traction at the knob during evaluation. The root cause of the observed exposition of the distal shaft at the transition could not be established with the available information. The root cause of the obstruction within the catheter preventing passing of the guidewire from tip to hub past transition could not be established with the available information. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced difficulty deploying the device with no harm reported to the patient, and the condition of the returned device supports no expansion of the endoprosthesis. The viabahn® device was returned to gore for evaluation, and the evaluation has observed the deployment mechanism to be functional. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. Evaluation of the returned device and investigation conclusions are consistent with the checklist evaluation rationale per (B)(4). The cause of the reported deployment difficulty could not be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: deployment failure